Event description:
The customer's husband reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 25 mmol/l. Troubleshooting was performed and found that the time on the insulin pump was off by eleven hours. The customer's husband was assisted with reprogramming the time. The customer's husband stated that the time has to be reset every time the customer changes the battery in the insulin pump. The insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The total amount of insulin delivered reflected in the history files did not match the amount of insulin delivered via the basal rates and bolusing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.